Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No patient harm was reported. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: july 1, 2016. (B)(4).

Event description:
Complaint received from a customer advocacy representative reporting that a nasal cannula "was not working." Reporter stated that "there appear to be no leaks in the cannula, but when they tried another lot number, it worked." No patient harm was reported. Reporter stated that product is available for return. No further information was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the MFR report# for follow-up report#01 to 9680866-2016-00075, which was transcribed incorrectly during submission on january 05, 2017 in error. The last three (3) product monitoring reviews (pmrs) were reviewed and none of the affected product codes have illustrated any trends for product category or any malfunction or harm. More specifically, there were no trends observed for the nasal cannula with co2 monitoring. Per the investigation, the nasal cannula with co2 monitoring capability will typically be connected to a monitoring machine and will register. The device is usually calibrated prior to use; calibrated to room air. The end users would not be able use the device if it does not register with the equipment. The user would not be able to use on a patient to obtain any reading from machine. Complaints spanning from october 27, 2014 to october 27, 2016 (2 years) were reviewed as it related to reports of nasal cannula issues with co2 monitoring. A total of thirty-one (31) complaints were reported. No trends were observed and no harms reported. In all cases, the product was discontinued and replaced. Several batch lot numbers were reported. There are no non-conformances associated with the complaints. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on february 23, 2017. (B)(4).